Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has received a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was 215 mg/dl. Customer troubleshooting was not performed. The insulin pump will not be returned for analysis.